Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the buttons were unresponsive. The customer's blood glucose was 8.8 mmol/l at the time of incident. The customer stated that they took out reservoir and received empty reservoir alarm and they performed a restart. The customer also stated that the insulin pump needed to install date and time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the display functioning properly and no display anomaly noted. All of the buttons functioned properly; no damage was noted on the keypad traces. The keypad connector on the lcd was locked. No button error alarm or empty reservoir alarm noted. However, the insulin pump had cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.